Event description:
Procedure type: lap donor nephrectomy. According to the reporter: the balloon exploded during use. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported and the pt is in well condition.

Manufacturer narrative:
Initial report sent: 10/16/2007.